Event description:
It was reported that the patient experienced a heart incident, a "heart attack", and that it was due to his pacemaker not being set properly. The patient was very active and felt the device was not meeting his needs, specifically, pacing higher when he was exercising. The patient was referred to his physician. The pacemaker remains in service. Additional information is being requested at this time.